Event description:
It has been reported to us that during the procedure the distal tip of the guide wire detached and remained inside the lead, all was successfully removed. The physician was attempting to use the guide wire through a lead. The physician noted upon introducing the guide wire into the lead that the wire was difficult to advance through the lumen of the lead. The guide wire was advanced out the tip of the lead was advanced over the guide wire to the final position in the cardiac vein. When the physician went to remove the guide wire from the lead, the longer proximal portion of the guide wire came out but the distal portion which was beyond the tip of the lead detached and stayed within the lead. The entire lead was removed from the sheath and the remaining portion of the guide wire was pulled out from the distal lead tip using a kelly clamp. The physician successfully placed the lead inside the patient using another device. The guide wire will be returned for evaluation.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual device used during the case was returned and evaluated. Visual examination of the returned guide wire revealed that the guide wire is severly kinked and bent. The tip of the wire is bent in a u shape and kinked 15cm to the very distal tip of the wire. The proximal core wire is detached from the proximal hypotube joint. The guide wire was in two pieces, the proximal wire measuring approximately 153cm and the distal tip measuring approximately 39cm. It appears the guide wire was pulled apart due to force. The distal tip of the guide wire also exhibited kinks 4 and 5.5cm to the tip ball. The distal hypotube joint and distal tip ball is intact. A review of the device history record did not detect any deficiencies within the manufacturing process. The event is confirmed for wire damaged while placing lead. Excessive force was applied to pull the guide wire beyond design expectation. The analysis is complete as of today (B)(4) 2012.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.